Event description:
A malfunction alarm on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. Despite multiple occurrences of the issue, the pump was replaced to resolve the issue. The customer will use current pump for insulin therapy until the replacement arrives.